Manufacturer narrative:
A review of the actual sample showed one individual wrapper with the bladder support removed from the wrapper but not removed from the insertion tube. The sample was missing the string which is consistent with the consumer's report that the string separated when she pulled on it prior to use. The UDI production identifiers of expiration date and lot number were not provided by the consumer, as she no longer had the carton available. It was determined from the code on the individual product wrapper that this pessary was part of one of two possible UDI production identifier lot numbers, nn422171a or nn424271a. Records show these lots were produced according to specification and met the acceptance criteria for product release. No string or string knotter related issues were observed during the routine inspections for these lots.

Event description:
Consumer reported that prior to use of a pessary, she pulled on the string and it detached. There was no harm reported as she did not use the pessary.